Event description:
The customer stated that she tested her blood glucose using her elite and contour meters. The elite meter read 112 mg/dl, while the contour read 56 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The contour test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.